Manufacturer narrative:
The fse replaced the remote alarm device, which was manufactured by a third party, with a spare from the customer stock. The system returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the external alarm lamp for nicu bed 4 did not light and no alarm sounded on the intellivue mx500 patient monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.